Event description:
The explanted generator was received and product analysis is underway.

Event description:
During follow up, it was reported that the surgeon did not make any allegations against the suspect generator. No additional relevant information has been received.

Manufacturer narrative:
E1. Initial reporter - correction - dr. Yves burton should have been included as the initial report in initial MDR.

Event description:
It was confirmed by company representative with the reporting physician that the allegation of &#34;faulty battery&#34; was indicating more normal battery. Generator analysis was performed.

Event description:
It was reported that a m103 generator was replaced due to a "faulty battery". The devices passed all functional specifications and quality tests and were sterilized prior to distribution. The explanted generator has not been received to date. No additional relevant information has been received.